Event description:
Report received of occlusion alarms leading to treatment delay while tubing set in use. Recovery room staff attempted to start a dopamine infusion and experienced repeated proximal occlusion alarms. Troubleshooting to correct the alarm situation, including a change of pump and tubing, resulted in an approximate 8-9 minute delay in starting the dopamine infusion. The pt condition and blood pressure remained stable during the delay period and staff indicated that the delay situation was not felt to be life threatening to the pt. No further information was available.